Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown mets tibial component was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a proximal tibial replacement articulating with the femoral component with cemented stems proximately and distally because I was able to see a cut of the CT scan with the implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The root cause of loosening of a proximal tibial replacement at approximately 11 years after surgery is multifactorial. Causes include changes in the patient's host bone, recurrence of tumor, and possible infection. Patient factors including lifestyle, activity level and bmi contribute. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is planned to be revised due to loosening of the tibial component resulting in varus positioning. A review of the provided medical records by a clinical consultant confirmed the event: "confirmation of event: I can confirm that the patient had a proximal tibial replacement articulating with the femoral component with cemented stems proximately and distally because I was able to see a cut of the CT scan with the implant in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The root cause of loosening of a proximal tibial replacement at approximately 11 years after surgery is multifactorial. Causes include changes in the patient's host bone, recurrence of tumor, and possible infection. Patient factors including lifestyle, activity level and bmi contribute. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "we have received a request from the stanmore to revise the mets proximal tibial component and retain the femoral component." Screenshots also provide the following: revision of tibial component of mets stanmore implants proximal tibial replacement. Right proximal tibial replacement 2013. Aseptic loosening of tibia - now in varus.